Event description:
It was reported that during a surgical procedure at the user facility, the drill was overheating and caused a small round burn to the lower part of the right nostril, close to the upper lip of the patient. It was reported that the burn was not severe, that antibiotic was applied to it and that no other medical intervention or treatment was needed due to the burn. The procedure was completed successfully with a delay of which the user facility was unable to specify the duration.

Manufacturer narrative:
During the device evaluation, worn rotor bearings were found which are a probable cause of the reported overheating.